Manufacturer narrative:
On 25 may 2016 the myknee department provided a patient match planning review and commented as follows: our analysis of the myknee process of this case found no deviations from the standard procedures. Batch review performed on 06 june 2016. (B)(4). On 09 june 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in complaining of instability. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available